Manufacturer narrative:
Analysis of the catheter, model# 8780, sn (B)(4), found no significant anomaly. The sutureless connector to a test fixture and no anomaly was seen. The catheter was then attached to 3 different pumps. In each case, a robust attachment was made to the outlet port of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that during a case on (B)(6) 2015 (monday) the manufacture representative was at a case where the proximal or pump segment of the catheter was faulty during the case. The revision kit was used to attach to the distal segment. It was noted that the physician did everything correctly with the procedure; the physician connected the catheter to the collette fine, the collette clicked. He tunneled and connected the catheter segments but when he put the pump segment to the pump, "it came apart." It was a new implant/new therapy, there was no patient symptoms associated with the event. The patient was doing good and receiving effective therapy. The pump was going to be infusing gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.